Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having trouble with his insulin pump, and the device did not alarm no delivery. The blood glucose reading was 430mg/dl. The high pressure test was performed, and the test failed. Further testing could not be performed as customer was frustrated with the testing. No further information was provided.